Manufacturer narrative:
Customer reported that a pyxis anesthesia es system's drawers would not release during a procedure. The customer reported a delay of 15 minutes. The customer reported user had to manually release the drawers. The nature of the procedure was not disclosed. The nature of the required medications was not disclosed. Patient or user harm was not reported.  This event is recorded in (B)(4). A field service engineer evaluated the device and reported that no malfunction was found. Customer informed field service engineer issue was resolved prior to arrival. Device was tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system's drawers would not release during a procedure. The customer reported a delay of 15 minutes. The customer reported user had to manually release the drawers. The nature of the procedure was not disclosed. The nature of the required medications was not disclosed. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis anesthesia es system's drawers would not release during a procedure. The customer reported a delay of 15 minutes. The customer reported user had to manually release the drawers. The nature of the procedure was not disclosed. The nature of the required medications was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b1, d1, d4, d5, d9, g1, h2, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-feb-2021 to 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had failed drawers. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.